Event description:
It was reported by the patient's parents that their son is no longer able to hear with his left implant. All external parts have been exchanged, however, with no success. An implant check was carried out 2009 which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.